Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 27 or 29 mg/dl at the time of the incident. The customer was at 79 mg/dl at the time of the call. The customer was given intravenous fluids to treat. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed. The customer went low while taking a nap. The customer also called about sensor issues. The insulin pump will not be returned for analysis.